Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided. The lot # was not provided.

Event description:
The customer reported that while she was at the physician's office for a routine visit, she performed comparison of blood glucose tests within 10 minutes between her contour next one meter and the physician's meter and received a difference of 50 mg/dl. No specific readings were not provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. The test strips lot # associated with the event was not provided. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.